Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump's button had some air inside. When customer was pressing button had issue to enter the button properly. Customer states that numbers are ramping on their own. Customer states the scroll bar is moving with no input. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.